Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Concomitant product: d224drg ICD, implanted: (B)(6) 2011.

Event description:
It was reported that the right ventricular lead had a confirmed fracture with high impedance and short intervals. The lead was partially explanted, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.